Event description:
It was reported the powered wheelchair continues to drive even after the user releases the joystick. No patient consequences were reported as a result of this event.

Manufacturer narrative:
(B)(4).